Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve/port of a clearlink secondary medication set ¿snapped in pieces at the first medication hub¿ (the hub closest to the patient). The reporter stated that the set was attached at this hub. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow-up with the customer, this issue was clarified to have occurred with an unknown baxter set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.